Manufacturer narrative:
(B)(4). It was indicated that the operating system for the smart device was not a supported system, which is off-label usage of the device.

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.